Manufacturer narrative:
Age at time of event/date of birth were not provided. The patient's weight was not provided. (B)(4). Approximate age of the device - 22 days. A correlation between the device and the reported gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2016, the patient developed dark stools and laboratory tests revealed low hematocrit levels. The patient's anticoagulation regimen at the time of the event included persantine and warfarin. An endoscopy showed arteriovenous malformations (avms) which were treated with argon plasma coagulation. The patient's hospitalization from initial implant was prolonged due to the gastrointestinal (gi) bleeding and the patient required transfusion of 12 units of packed red blood cells (prbcs). Additionally, unspecified changes to the patient's medications were made. The gi bleeding reportedly resolved on (B)(6) 2016.